Manufacturer narrative:
Follow-up #1: date of submission 3/12/15. Device evaluation: the device has been returned and evaluated by product analysis on 02/26/2015 with the following findings: during investigation of the returned pump, the alarm was reproduced during the rewind step. The failure is defined as language file corruption while retrieving the language text. The error is resident to flash chip. Unrelated to the complaint, the display contrast is dim and faded.

Event description:
On (B)(6) 2014 the reporter contacted animas, alleging a call service alarm issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).